Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by safely removing the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that the mega needle driver instrument wire was broken while it was being using. The site confirmed that no fragment fall into the patient and there was no harm or injury to the patient. The tse suggested that the site safely remove the instrument and send it for analysis. No error was reported for the instrument in the logs. The site said they would check with the surgeon and would use another needle driver instrument to complete the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were cables protruding from the distal end of the instrument, but it was unknown how many. The procedure was completed robotically with no injury to the patient. Patient demographic information could not be released.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub and idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.